Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). It was reported that patient faced an infusion set was leaking at site event on 22-apr-2024. Additionally patient reported site was puffy. No further infornmation was available

Manufacturer narrative:
Patient country: (B)(6). Patient city: (B)(6).